Event description:
Per the clinic, the patient developed an infection with mild erythema over the incision site and small fluid collection was noted (date not reported). The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced puffiness around implant site and was subsequently treated with oral antibiotic on (B)(6) 2021 for 10 days.